Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with 225cc mentor memorygel breast implants experienced left sided rupture post procedure. The rupture was diagnosed through a physical examination. Additionally, the patient expressed she did not like the way the implants looked. She felt they were too large. As a result, bilateral prosthesis replacement with 130cc mentor memorygel breast implants on (B)(6) 2020. The left sided rupture was reported initially under 1645337-2020-12760 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness of the patient¿s dissatisfaction with the procedural results. This report relates to the left prosthesis.

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on march 12, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed completely ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).